Event description:
Boston scientific received information that during the analysis of latitude information, the daily impedance measurements for the left ventricular (lv) lead were found to vary in excess of 500 ohms. Further review of latitude data did not indicate that the programming of the lv port had been changed during that time. No adverse patient effects were reported from the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.